Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the down and up buttons were under-responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: investigation revealed an intact keypad with fully responsive contrast, down and ok buttons. The up arrow button was intermittently responsive. Upon removal of the keypad cover, contamination was found under all contacts. Unrelated to the original complaint, the display was dim and discolored. In addition, the battery compartment was noted to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.